Event description:
The customer reported to olympus, the switch of the gastrointestinal videoscope was not working and the scope displayed a compromised image. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. It was unknown if the air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation- "switch was not working". However, the allegation ¿compromised image¿ was not reproduced. Due to corrosion, switches were not working. Due to a pinhole on channel tube, water tightness was lost. Connecting tube had a wrinkle, exhibited discoloration and buckling. Connecting tube had a dent. Adhesive around light guide lens was peeled. Adhesives around objective lens had white-clouded area. Universal cord was sticky. Switch was worn out. Control unit was shaved. Due to a dent on channel tube, forceps could not be inserted smoothly. Light guide bundle was slipping down. Electrical connector, scope connector and control unit was dirty due to water leakage. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover was cracked, chipped and had white-clouded area. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material clog in the nozzle could not be determined, however, the investigation did confirm that the customer¿s reprocessing was not implemented according to the IFU. Therefore, it is likely that the foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to IFU. Olympus will continue to monitor field performance for this device.